Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant continued: addrs1 implantable pulse generator 2008-(B)(6), 4965-15 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
The lead was returned to the manufacturer and subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information obtained indicated the lead was removed due to device protrusion. This event reported on 2013-(B)(6) involved a pediatric patient. Therefore, a correction is being made as this event should have been submitted as a thirty day report. (B)(4).